Event description:
After 3.5 years of implantation, the device was explanted because of oversensing with multiple aborted shocks; short ventricular intervals (117 ms) were stored in the device memory and they were considered as non physiologic events. Since this device was on the "suspect list" established by angeion for possible risk of noise sensing due to a delaminated hybrid, the device was explanted.